Event description:
The complainant alleged that while attempting to defibrillate a patient (age and gender unknown) during cardiac arrest, the device did not discharge when the discharge buttons on the paddles were pressed. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant did not indicate if the reported malfunction had an adverse effect to the pt.